Event description:
It was reported that the scale board was damaged causing the scale to not zero and to give an error code, which can possibly indicate an inaccurate scale reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.